Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The target lesion was 90% stenosed and located in the calcified, moderately tortuous popliteal artery. The physician was able to cross the lesion using a 2mm x 40mm x 145cm coyote es monorail balloon catheter, it was noted that the balloon ruptured at first inflation attempt when pressure was applied. The device was removed intact. The procedure was completed with another of the same device. No complications were reported and patient's condition was good.

Manufacturer narrative:
Age at the time of event: 18 years and older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).